Event description:
It was reported that the bd syringe luer-lok¿ tip experienced cracks in syringe. The following information was provided by the initial reporter: two empty 10 cc syringes were cracked today.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Since no samples displaying the reported condition were received a potential root cause could not be defined.

Event description:
It was reported that the bd syringe luer-lok¿ tip experienced cracks in syringe. The following information was provided by the initial reporter: two empty 10 cc syringes were cracked today.